Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that this pediatric patient had a groshongpicc 3fr catheter placed on (B)(6) 2020. The procedure went smoothly and the chest x-ray showed that the catheter was properly placed. In (B)(6), there was blood return in the catheter. During this period of time, no chest x-ray was taken and it was suspected that the blood return was caused by changes in the chest pressure and therefore, the use of the catheter continued. When the patient was re-admitted to hospital in december, chest x-ray was taken to confirm the position and integrity of the catheter with no change noted in the catheter tip integrity. However, the tip was abnormally offset to the left. On (B)(6) 2021, the catheter was removed after the treatment for the patient was completed. It was found an abnormal defect with the catheter tip. CT indicated that the 1~2 cm of the catheter tip was located in the pulmonary apex capillaries. Immediately contacted vascular surgery, which thought it impossible to capture the tip. The patient has been back home to receive treatment and is followed up.